Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3998, lot# va02j9h, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220 , serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-45, lot# va08lmz, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# v983244, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was getting poor communication with both their programmer (poor communication screen) and recharger to their implantable neurostimulator (ins) for the past 2 days. The patient noted that they last recharged the ins on (B)(6) 2015 and last felt the stimulation on (B)(6) 2015. The patient had turned the ins off so they could drive but then could not get it turned back on. When attempting to use the recharger currently they got poor communication and tried to synchronize with and without the antenna attached but was unsuccessful. The patient noted that the ins site felt sore because they were putting the antenna against it. The indications for use of the implanted device were noted as spinal pain and chronic low back pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient confirmed that they had turned the device off to drive a long distance and when they went to turn if back on "there was nothing there". The patient used the "trickle charge" method as a step to resolve the issue and it worked. If additional information is received, a follow up report will be sent.